Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy procedure, on the fourth firing when the surgeon pressed the green button and attempted to fire the device, but the firing stopped halfway. The procedure was completed with another device. There was no patient injury.